Event description:
It was reported that a small piece inside the instrument broke off. What action was taken/required to manage the problem during the procedure? With same like product. Was a patient involved: yes.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: event description of complaint (please supply specific details): a small piece inside the instrument broke off. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found signs of breakage at the hinge of the ant broach handle - l. The broken fragment was not returned for evaluation. Additionally were observed traces of impaction, nick, marks on areas which are not intended to be impacted specially on the lever consistent with a component failure that may have been caused by exposure to unintended forces. A functional test was performed with mating sample actis broach sz 2 (lot number pg0209) and the device works as intended. The overall complaint was confirmed as the observed condition of the ant broach handle - l would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.